Event description:
On (B) (6)2010, the pt was implanted with a scs system. Pt has a single octrode placed in the epidural space and 2 quads placed peripheral. Pt has been feeling a shocking sensation at the peripheral lead site. It happens both when the ipg is on and off. Leads are placed about 1 in from the ipg itself. The first shock occurred on (B) (6)2010 and again on (B) (6)2010. The pt's ipg was replaced on (B) (6)2010. The doctor created a new pocket area above the original pocket location and implanted the replacement ipg. Following the procedure, the pt still claimed to feel a shocking sensation in the original pocket site regardless of whether the stimulation was on or off. This concern was eventually resolved through reprogramming.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Communications and functional testing were also completed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passed the auto test and communicated with the pt programmer. Visually, there was slight discoloration at the lower septum, discoloration in the header, and scratches on the can. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The complaint could not be confirmed during testing as the ipg passed all functional tests. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.